Manufacturer narrative:
The cause of the reported positive culture cannot be determined as the investigation is ongoing. However, if additional information becomes available or if the scope is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during a post market surveillance study, the scope cultured positive for pseudomonas species and pseudomonas aeruginosa after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
An endoscopy support specialist (ess) was visited the user facility to identify and observe the reprocessing practice of the technician who reprocessed the scope that reportedly cultured positive and to provide a reprocessing in-service training if necessary. The ess conducted the observation and all reprocessing steps were followed. No corrections were made. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The scope was sent to an external expert for destructive sample testing. The external experts provided the results and the summary of the report is the following: the destructive sampling identified the reported pseudomonas species, including enterococcus casseliflavus, klebsiella pneumonia, enterobacter cloacae, pantoea agglomerans, acinetobacter species and escherichia coli. Additionally, the external expert noted during destructive sampling: bleaching of the glue at the bending section cover. Surplus and bleaching of the glue around the distal end objective lens and light guide lens. Detachment and presence of a hole at the glue around distal end air/ water nozzle.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. According to the original equipment manufacturer (OEM) the root cause of this case is as follows: insufficient reprocessing due to glue condition is a probable cause.